Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that "some" smoke came out of the power supply on the rear, left side of the cobas integra 400 plus. It was not necessary to evacuate the room due to the smoke. The customer turned the instrument off and disconnected the power supply. There was no adverse event. No one was injured. The instrument was installed on 02/22/2010 and the power supply had never been replaced. The power supply on the instrument was the old version of the power supply. A new version of the power supply has been available since september 2010. The field service engineer (fse) visited the customer site and the old power supply was replaced with the new version of the power supply. The problem was solved by replacing the power supply. The instrument currently works as specified. The failure occurs sporadically but not systematically. A new type of power supply was introduced and all integra 400 plus instruments have been factory equipped with the new type of power supply since september 2010. A retrofit power supply is available for instruments in the field. This issue has been reported 56 times from an install base of more than 4500 instruments. Approximately 6 reports per year are received of similar issues.